Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left gel smooth lo-rnd 200cc 550cc gel prosthesis, catalog: 350-9200bc, lot: 13751. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation gel smooth lo-rnd 200cc 550cc gel prostheses. Bilateral rupture and capsular contracture of unspecified baker grade were diagnosed post procedure. The right breast prosthesis rupture was confirmed through a physical examination. As a result, the breast prosthesis were explanted from the patient on (B)(6) 2018. This report is for the right breast prosthesis.

Manufacturer narrative:
On 7/12/2018, mentor became aware that the date of explant was reported incorrectly in the initial report dated (B)(6) 2018. The correct date of explant is (B)(6) 2018. The device history record ( DHR) of lot number 13751 reviewed on 7/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/22/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 7/22/2018, mentor received additional information: explantation date: (B)(6) 2018: the patient underwent bilateral removal and replacement mentor memorygel breast implant 295cc gel prostheses on 7/9/2018; catalog # smpx295, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned at mentor containing gel with a clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. Upon visual examination, the device was severely rented. No other anomalies were discovered. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 13751 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Regarding the information received, the product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).